Event description:
The caller states that the device is unsafe for use. The end user states that the wheel locks are not locking and holding the chair in place. The end user states that the wheel lock is vibrating from the unlock to the locked positon causing the chair to stop short and risk catapulting the end user out of the chair. The end user states that the chair almost tossed him out of the chair, but he put the foot down to catch himself. The end user has no further information to provide.